Manufacturer narrative:
(B)(4).

Event description:
It was reported that post percutaneous coronary intervention, patient experienced acute thrombosis. The target lesion was located in the left anterior descending artery. A 3.50 x 12 mm promus element plus drug-eluting stent was advanced and deployed to the target lesion. However, after deploying the stent, the patient had an acute thrombosis. The physician have to go in and stent the patient with an unspecified bare metal stent. The patient was hospitalized post event.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the index procedure was emergent as the patient was experiencing an stemi and had been transferred from the emergency department(ed). The patient had been given aspirin in the ed. Upon arriving in the cath lab, the patient threw up heavily and was given zofran. It is believed that the patient threw up the administered antiplatelet medication. Vascular access was obtained via a femoral access. The 100% stenosed target lesion was located in the calcified and mildly tortuous proximal left anterior descending artery. A 3.50x12mm promus element¿ plus drug-eluting stent was advanced and deployed and appeared well apposed. The physician used an unspecified size nc balloon catheter to post dilate. 45 minutes later, the patient experienced pain; physician came in with catheter and noted thrombosis. The patient status is stable post procedure.